Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the videoscope had a burn on the probe cover. Based on the results of the investigation, the probable cause is a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the videoscope had a burn on the probe cover. There was no patient involvement.